Event description:
It was reported that while repositioning the coil (subject device) in the aneurysm, the coil detached and separated from the pusherwire. The coil remained in the middle cerebral artery (mca) which caused a thrombus. The patient experienced hemiplagia and aphasia. The patient was sent to the intensive care unit (ICU).